Event description:
One and a half hours after the start of catheter use, brockenbrough was performed. Subsequently, when a ¿swaltz¿ introducer was inserted into the cardiac cavity, blood pressure dropped. There was a possibility of cardiac tamponade. The physician considered that the right atrial appendage might have been damaged. 3. How to complete the procedure blood transfusion was performed, and blood pressure stabilized. Description of health hazard: cardiac tamponade. Progress: the patient recovered, and no extended hospitalization was required. Physician assessment of the health problem: non-serious (moderate/minor). Extended hospitalization: no. The complaint product(s) will be returned for analysis. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).